Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was told by the doctor that he would not need readers to read but now he's not able to read without readers. They reached out to their ecp who keeps telling them to wait for a couple more moths to see if his vision improves and ecp has been putting this request off. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the eye 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.